Event description:
It was reported that during a generator changeout procedure in which an electrode plasma scalpel was simultaneously being used the analyzer failed in that it was unable to pace or sense during testing and the electrogram was unable to be viewed as well. The programmer's power had to be recycled in order to resume function. The programmer and the analyzer were returned for service. Follow up confirmed that there was no negative impact to the patient who was not pacer-dependent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event with the software analyzer, the device passed functional and systems tests and no other anomalies were found. Product ID: 2090w programmer; product ID: 2067 radiofrequency programmer head; (B)(4).